Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The sensors showed wrong values and can't zeroed nor activated. Also in the explanted situation they showed high values. In the last time this happened several times with different sensors (since the rohs sensor) on several monitors

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. Multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. It was found that there were surface cuts in the catheter material 3.5 mm and 1.6 cm from the sensor case. There were minor bends in the catheter body. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. The supplier was unable to confirm the reported issue. The device functioned as intended. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It was previously reported that the device would not be made available for evaluation. The device was subsequently returned. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.